Event description:
Information received by medtronic indicated that the customer reported over-delivery. No harm requiring medical intervention was reported. Troubleshooting was performed.  The customer will discontinue the use of the device. The product will  be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: pillowing keypad overlay and keypad overlay texture damage. Pump successfully downloaded using thump and carelink. Daily total of all insulin delivered was 17.5 u, daily total of bolus insulin delivered was 3.3 u, total of bolus wizard insulin delivered as food only bolus was 0 u, total of bolus wizard insulin delivered as correction only bolus: was 0 u, total of meal wizard insulin delivered as food only bolus was 0 u, total of meal wizard insulin delivered as correction only bolus was 0 u on (B)(6) 2023. Pump's memory was reviewed and no alarms or anomalies were noted. Unit passed displacement accuracy test, active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly was not confirmed. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The insulin pump was returned for analysis.